Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown liner. Cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported patient was having pain and felt uncomfortable with hip. Surgeon removed the cup, liner, ball and replaced all items.